Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that the pump over delivered insulin during a bolus delivery. It was noted that the pump delivered 17 units over the programmed bolus amount. Reportedly, the user disconnected once they realized the pump was over delivering insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 09/13/2014 with the following: a review of the pump¿s bolus history showed that there were no boluses equal to or greater than 17 units recorded. During testing, a 10 unit bolus and a 10 unit audio bolus was performed successfully and both were accurately recorded in the pump history. The complaint that the pump over delivered insulin during a bolus delivery was not able to be duplicated during investigation. No defects were found.